Manufacturer narrative:
The field service engineer checked the probe condition, probe wash, and cell rinse function. Precision studies were repeated. No further issues with calcium were observed after the service actions were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant result for five patient samples tested with ca2 calcium gen.2 on a cobas 8000 c702 module. The samples were repeated on a second analyzer. The first sample initially resulted in a calcium value of 5.75 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 7.87 mg/dl. The second sample initially resulted in a calcium value of 5.32 mg/dl and it repeated as 7.81 mg/dl. No questionable results were reported outside of the laboratory for this sample. For samples 3 to 5, it was asked, but it is not known if any questionable results were reported outside of the laboratory. The third sample initially resulted in a calcium value of 3.75 mg/dl and it repeated as 8.49 mg/dl. The fourth sample initially resulted in a calcium value of 7.93 mg/dl and it repeated as 9.54 mg/dl. The fifth sample initially resulted in a calcium value of 7.45 mg/dl and it repeated as 9.31 mg/dl. The calcium reagent lot number was 66470601, with an expiration date of 31-jan-2024.

Manufacturer narrative:
Medwatch field e1 facility name - (B)(6). The customer ran controls after the event. Precision studies were performed and it was suspected there was an issue with the water. The water tank was changed and precision studies were repeated. A performance check was run and was not acceptable.